Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was explanted and the ipg was used externally with a temporary lead placed in the right internal jugular vein. The pacemaker system will be replaced in the future. No further patient complications have been reported as a result of this event.